Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings & cautions: to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿

Event description:
The user facility reported a 74-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that an impella cp pump was unable to cross the patient's valve during attempted delivery due to severe aortic stenosis. The implant was subsequently aborted. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition since the pump could not be placed due to severe aortic stenosis.